Event description:
Physician reported a high bipolar impedance of the ventricular lead used with the subject device at 1 month follow-up. Lead displacement was suspected, but the x-ray taken showed a good position of the lead. A reintervention was performed. During the visual inspection of the connection system, the ventricular lead seemed to be properly connected. Once the lead was disconnected and measured, its bipolar impedance value was found to be normal. It was reconnected to the subject device and at this point, the bipolar lead impedance was normal. The physician did not want to re-use the device due to concerns that the cause of the issue was device malfunction. Therefore, it was substituted.

Manufacturer narrative:
(B) (4) this event concerns a device that was manufactured and used outside the united states. Analysis is pending.